Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an event of bent cannula on (B)(6) 2025. The infusion set was in use for 24 hours. Patient noticed symptoms within three hours of insertion. The site of location was thigh. High blood glucose (300 mg/dl) was addressed using intravenous fluids of saline and insulin. Patient was released on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.